Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer's clinical rep was shown a chest x-ray of a patient with questions about the placement of the outflow bend relief. The patient has been stable with some right ventricular failure issues that were present pre-implant. The position of the bend relief came into question during a routine chest x-ray.

Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/24/12-001c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.